Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding and an update to h2, h3, h4 and correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the telescope not working/broken is likely due to the use of excessive force. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that while doing routine maintenance the rod lens of the telescope "oes elite", 4 mm, 30°, hd, autoclavable was found broken. There was no patient harm associated with the event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.